Event description:
It was reported to gore that during obstetric (ob) trans-vaginal suture procedure, while deploying a suture with a suture capture device, the 2mm needle separated from the suture and could not be retrieved. The surgeon proceeded with the remainder of the case and attempted to locate the needle. The needle was imaged and located after the case. The suregeon allowed the device to remain in the patient and the patient was notified of the retained object.